Manufacturer narrative:
The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 5.5 x 40 mm sterling balloon was advanced to the superficial femoral artery (sfa) and upon inflation, the balloon ruptured at 12 atms. The procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as "good". Additional information was requested but is not available.